Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon examination of the device, physio-control observed that the unit would not charge up and therefore could not defibrillate, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Due to the age of the device and the costs associated with the repair, the customer declined service and instead opted to permanently remove the device from their inventory. The device has not been returned to physio-control for further evaluation. The cause of the reported failure could not be determined.